Event description:
During the device evaluation, the uretero-reno videoscope was observed to exhibit damage a lifted support pin protruding through the device sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed metal support pin protruding the device sheath could not be determined, however, the issue was likely the result of excessive force due to handling and or external factors, resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.